Manufacturer narrative:
(B)(4). Eval: results, conclusion: stenosis, calcification. Eval summary: medtronic has received the relevant device and its analysis has been completed. The balloon had been inflated. The device was placed in a water bath to disperse the residue present in the inflation lumen and the balloon. On removal from the water batch negative purge confirmed the presence of a leak. A short tear was located over the proximal side of the distal marker band. There were scratches running distally along the balloon from the distal side of the tear.

Event description:
A 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in a pt. The target lesion, located in the lcx, was described as moderately tortuous with little calcification and 90% stenosis and was predilated. However, it was reported that during deployment, a leak was confirmed from the distal part of the balloon. In spite of this the physician managed to deploy the relevant stent at 9 atm. The pt is reported to be fine and no clinical sequelae were reported.